Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient at 11 days post-operative exam had developed cystic epithelial ingrowth on both eyes (ou). The patient did not experienced loss of best corrected visual acuity and had no complaints. The patient was irrigated to remove the epithelial ingrowth. The ingrowth has resolved.